Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate replicating the event. However, the table top illuminator was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 24, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported illumination issue cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that on several occasions, the tabletop light of the system turned off during surgery. There is no known patient impact. Additional information has been requested.

Manufacturer narrative:
A tabletop illuminator was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system and functionally evaluated. Upon boot-up, no system message appeared, and the light output was found to meet specifications the sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
New information was received indicating the correct "date rcvd by MFR" should be march 7, 2016. (B)(4).